Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on its embolization coil. If the smart coil is forcefully manipulated against resistance, damage such as this may occur. Evaluation of the returned non-penumbra microcatheter revealed an undamaged device. During functional testing, the smart coil was advanced through the non-penumbra microcatheter without issue. The root cause of the resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the bifurcation of the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils, non-penumbra microcatheters, a non-penumbra parent catheter, non-penumbra guiding catheter, and stent. During the procedure, the physician implanted a stent in the target vessel with the non-penumbra microcatheter, followed by seven coils and four smart coils with another non-penumbra microcatheter using a transcell technique. Subsequently, after advancing the next smart coil from the distal tip of the second microcatheter and approximately 3cm into the vessel, the smart coil was stuck. Therefore, the smart coil and microcatheter were removed together, and the smart coil was removed from the microcatheter on the back table. The procedure was completed using six non-penumbra coils and a different non-penumbra microcatheter. There was no report of an adverse effect to the patient.